Event description:
It was reported that a spectrum pump was alarming for system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. A system error 322 was confirmed through review of the device history log. However, it could not be reproduced during the evaluation. The device was tested for 24 hours and no malfunction could be identified. The upper and lower aux were replaced as they are known contributors to this symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.